Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was further received indicating that this pump was implanted on (B)(6)2011 and delivered 933.6 mcg/day of baclofen per the pump report from (B)(6)2018. The estimated replacement indicator was now 3 months. As reported and noted on the pump logs, the motor stall recovered on (B)(6)2018 and there were no other error messages present. The planned explant of the pump was to occur on (B)(6)2018. However, it was later reported the pump was replaced on (B)(6)2018.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received compounded baclofen 2000 mcg/ml at a dose of 933 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2018 the patient came to the clinic for a refill procedure. The patient was restless, shaky, and had a fever. The log files showed a motor stall since two days ((B)(6) 2018 at 22:50/22:51). The doctor tried to cancel the motor stall with a single bolus but it did not work. It was unknown if there were any environmental, external or patient factors that might have contributed to the event but there was no magnetic resonance imaging (MRI) scan. They now were planning the replacement of the pump. Of note, a pump replacement had already been planned in 4 weeks as the pump was to show the estimated replacement indicator (eri) in 4 months. The replacement date had not been scheduled. At the time of the report, the issue was not resolved. The patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.